Manufacturer narrative:
H3 - device evaluation (B)(4) - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: the device remains implanted; therefore, a product evaluation cannot be performed. A review of the device labeling was completed. Elevated iop and inflammation are identified in the labeling as potential adverse events following icl implantation. Dfu precaution states: the safety and effectiveness of the icl lens has not been established in patients with 8. History or clinical signs of iritis/uveitis. The evo/evo+ clinical trial identified elevated iop can occur either at po visit 0 (1 - 6 hours) due to retained ovd or 6 to 31 days postoperative due to steroid response. Per evo/evo+ dfu warning (3) implantation of the icl lens is associated with an elevated risk of early postoperative increase in iop. With the evo icl this is usually associated with incomplete removal of the ovd. Iop should be checked 1 - 6 hours postoperatively, so an increased iop can receive treatment as quickly as possible. Warning (8) complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Staar surgical recommends a low molecular weight 2% hydroxypropyl methylcellulose or dispersive, low viscosity ophthalmic viscosurgical device (ovd). Short chain sodium hyaluronate acids are not recommended due to potential of trapped viscoelastic. A post-op inflammatory response is common after intraocular surgery which is usually mild and does not require interventions beyond the standard post-op regimen. In cases with more severe inflammation, surgical technique, intraop trauma or use of pro-inflammatory substances in the eye can be contributing factors. An exact cause could not be determined as the event could be multifactorial in nature including but not limited to pre-existing conditions and other patient and/or procedure related factors. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 -8.50d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 as the exchange lens to correct low vault upon implantation of a shorter lens length (12.6mm) not suggested by ocos. It should be noted, lens exchange occurred same day as initial lens implantation. Information of ovd type was not provided. Follow up on day 6 showed bcva 20/15 (better than pre-op), elevated iop of 28mmhg and uveitis. Post-op drop regimen and management details were not provided. The lens remains implanted and the patient continues to be monitored. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.